Event description:
Philips received a complaint from customer biomedical engineer (bme), reporting a dim display on the v60 ventilator. The device was not in clinical use. There was no report of harm there was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the bme and confirmed the reported issue. The bme requested replacement of the display and was provided the part list needed. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (user interface (ui) assembly) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.